Manufacturer narrative:
Please note that the date of the patient's death was revised to (B)(6) 2013. No further information is available at this time.

Manufacturer narrative:
As reported by the (B)(4) study this patient expired approximately six weeks post index procedure. The (B)(6) female patient had a 90% lesion at the carotid bifurcation within the origin of the internal carotid artery. The vessel was described as calcified. The physician was able to pass an angioguard epd up to the petrous ridge portion of the internal carotid artery. The filter was opened and an 8x30 precise stent was deployed at the lesion. The stent was post-dilated with a 5x2cm balloon at 10 atmospheres without prolonged inflation. During this inflation the patient had what appeared to be a seizure where she became nonresponsive for approximately 10 seconds and started to recover, but had somewhat garbled speech and weakness that markedly improved very quickly. It was noted that the patient had a prior stroke on this side and either seized or had exacerbation and transient ischemic attack (tia) event. The patient fully recovered on the table and angiographic documentation of the wide patency was performed. The filter was removed and upon removal, there was no debris found in the filter basket. The procedure was successfully completed and the patient was taken to recovery in stable condition. The patient was discharged the next day. The physician determined that the event was a seizure and not a tia. Approximately six weeks later the patient's daughter reported that this patient expired. She was taken to the hospital after being found unresponsive at home. The cause of death is unknown. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Although a definitive conclusion regarding the cause of the seizure cannot be drawn, based on the available information and as indicated in the source documents, the patient¿s complex medical history and prior stroke put the patient at increased risk for adverse events. Review of the information suggests that patient factors likely contributed to the reported event. There is no evidence of any device manufacturing or design issues contributing to the event. Therefore, no corrective actions will be taken at this time. This event is being associated with the study device and related to neurologic causes. Review of the limited information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.

Event description:
As reported by the (B)(6) study this patient expired approximately six weeks post index procedure. The (B)(6) year-old female patient had a 90% lesion at the carotid bifurcation within the origin of the internal carotid artery. The vessel was described as calcified. The physician was able to pass an angioguard epd up to the petrous ridge portion of the internal carotid artery. The filter was opened and an 8x30 precise stent was deployed at the lesion. The stent was post-dilated with a 5x2cm balloon at 10 atmospheres without prolonged inflation. During this inflation the patient had what appeared to be a seizure where she became nonresponsive for approximately 10 seconds and started to recover, but had somewhat garbled speech and weakness that markedly improved very quickly. It was noted that the patient had a prior stroke on this side and either seized or had exacerbation and transient ischemic attack (tia) event. The patient fully recovered on the table and angiographic documentation of the wide patency was performed. The filter was removed and upon removal, there was no debris found in the filter basket. The procedure was successfully completed and the patient was taken to recovery in stable condition. The patient was discharged the next day. The physician determined that the event was a seizure and not a tia. Approximately six weeks later the patient's daughter reported that this patient expired. She was taken to the hospital after being found unresponsive at home. The cause of death is unknown.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.